Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received about a patient implanted with an implantable neurostimulator (ins) for cervical radiculopathy and spinal pain. A manufacturing representative (rep) reported that the patients device was in por and emi resulting from a mammogram may have attributed to the event. It is unknown if the patient's therapy has stopped. Troubleshooting could not be performed at the time of the call. There were no patient symptoms reported. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the por (power on reset) was cleared and the device was working normally.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.